Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h3, h6, h11 the device was not returned to olympus for inspection, and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed; however, it was not able to resolve the reported allegation. The customer informed tac that, during installation of the ucr, the regulator was found to be defective, fluctuating from a low level to a very high level and failing to regulate pressure properly. The device will not be returned to olympus for evaluation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the cause could not be established for the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the co2 regulation unit had defective regulation of the pressure. It goes from low to really high. The issue was found during installation. There were no reports of patient involvement.